Event description:
Treatment date: 2003. - the fossa was crossed using the x-sept sheath without incident using the x-sept sheath without incident. - a 10,000 units of heparin was administered; activated coagulation time was measured to be 280s [actual time of activated coagulation time measurement not recorded on procedure worksheet]. - the tip of the x-sept sheath was manipulated into the orifice of the left atrial appendage (not into the distal segment of the left atrial appendage and an appendograms was recorded. The append gram showed a constriction in the body of the left atrial appendage: it is hypothesized that this was the result of an incomplete surgical closure of the left atrial appendage. The anatomy was not suitable for the plaato device, so the decision was made to not enroll the pt in to the study. - thrombus was noted at the tip of the x-sept sheath. The thrombus was successfully aspirated through the sheaths' side-port. The aspirated thrombus was successfully aspirated through the sheaths' side-port. The aspirated thrombus was observed to be primarily "dark and highly organized", indicating that this material was not freshly formed; fresh thrombus was mixed in with the older, organized thrombus. It is hypothesized that the material may have originated from the wall of the left atrial appendage, and was scraped free during manipulation of the sheath.